Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure coils in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abnormal weight gain, abdominal distension, dyspareunia, tooth disorder and abdominal pain outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abnormal weight gain, abdominal distension, dyspareunia, tooth disorder and abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around six and a half years, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure coils in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abnormal weight gain, abdominal distension, dyspareunia, tooth disorder and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly placed. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined; therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Around six and a half years, she underwent a surgery to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (endometrial ablation on the (B)(6) 2014 and total laparoscopic hysterectomy and bilateral salpingo-oophorectomy.). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, dyspareunia, abdominal distension, abnormal weight gain and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted- date(s) of removal- (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: coils properly placed. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined; therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received- rcc and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.